Event description:
The customer reported that there was a failure to alarm on the phillips monitor.

Manufacturer narrative:
The customer reported that there was a failure to alarm on the philips monitor. If there was a recurrence of an actual failure to alarm, this could result in failure to recognize a patient's need for additional therapy and could lead to a serious injury or death. Per the hospital's risk manager, they were not sure if there was a device malfunction. The customer stated that they believe that the patient was in standby and that is why there was no data in trend review. The customer would like us to look at the logs and inform them of our findings. The patient was cardioverted and moved to a higher level of care and did survive. The alarm logs for this patient and time period show that arrhythmia analysis had been turned off for this patient for approx 5 hours between 14:33 and 19:13. Any lack of awareness of this patient's condition is considered as user error. Device labeling (instructions for use) adequately describes alarm activation and de-activation and the central station shows alarm status. No further investigation and action is warranted. (B) (4).